Event description:
Initial information for this non-serious unsolicited report ((B)(4)) was reported on (B)(6) 2012, by a dermatologist. This case involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) (batch number (B)(4)) on (B)(6) 2011, with 1 ampoule at each time for the loss of firmness and volume of facial skin. In (B)(6) 2012, about one year after the last poly-l-lactic acid treatment, the pt developed perceptible papules on cheeks. No medical history or concomitant medications were provided. Corrective treatment: unk. Action taken: not applicable. Outcome: recovering. Pharmaceutical technical complaint (ptc) was initiated with (B)(4). Ptc investigation results provided as following for (B)(4): an investigation has been performed and the results are discussed here as follows: sculptra (B)(4) (semi-finished product) was manufactured on 01/28/2010; part of this lot was packaged for poland as sculptra lot 1a0034 code 80011914 (finished product, 1 vial pack). The semi-finished and finished (packaging) documentations have been re-checked and no anomaly that can be related to the events reported has been picked out. The analysis certificates at the release step have been re-controlled and all the results complied with specifications. The investigation did not point out anomalies related to the quality of the product released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as "no conclusions possible". Conclusion: no investigation possible. Ptc investigation results provided as following for (B)(4): an investigation has been performed and the results are discussed here as follows: sculptra batch (B)(4) code 86010654 (semi-finished product) was manufactured on 07/13/2010; part of this lot was packaged for poland as sculptra lot a0037 code 80011914 (finished product, 1 vial pack). The semi-finished and finished (packaging) documentations have been re-checked and no anomaly that can be related to the events reported has been picked out. The analysis certificates at the release step have been re-controlled and all the results complied with specifications. The investigation did not point out anomalies related to the quality of the product released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as "no conclusion possible". Conclusion: no investigation possible. Additional information received on (B)(6) 2012: ptc investigation results added.